Event description:
(B)(4)date of event: best estimate is (B)(6)2010according to the information recieved, a complaint was received for blocked urineflow. An end user stated that a bag clogs which keeps the bag from draining.

Manufacturer narrative:
Information received indicated there are no samples to return for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.